Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek vantus meter, serial number: (B)(6). At 8:54 am the meter result was 3.6 inr. At 9:10 am the meter result was 6.0 inr. At 10:03 am the meter result was 1.3 inr. The customer's therapeutic range is 2.0-3.0 inr.